Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an end piece of a closed suction catheter was found in the lung of a patient. It was discovered via cat scan and removed via bronchoscope. The patient's status returned to the original baseline. It was also noted that the catheter appeared to have been cut. However, it was unknown if it was cut by the staff. Additional information received on 25-apr-2018 stated that the foreign body was observed on a lung CT on (B)(6) 2018. The status post-bronchoscopy with removed of the plastic tube of the suction catheter at the right main bronchus. It was pulled using a rat tooth/alligator grasping forceps and removed through the trach lumen with no complications. A chest x-ray was taken with improvement from the previous films, and continues to have basilar infiltrates. The patient did experience episodes of desaturation, and medical treatment was required. The patient was transferred to the medical intensive care unit when the pieces of the suction catheter was removed and then transferred to the long term care unit for a few days.

Event description:
Additional information received on 16-may-2018 stated that it was unknown if the catheter was accidentally cut by the staff. It was unknown when the incident actually occurred. After bronchoscopy, the patient stabilized and was transferred out of the critical care unit. The only sample available is the piece that was retained in the patient's lung. The remainder of the catheter was discarded.

Manufacturer narrative:
All information reasonably known as of 06-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).